Manufacturer narrative:
Attempts to retrieve additional information have been made. At this time there is no additional information available. If additional information becomes available the event will be updated.

Manufacturer narrative:
A review of device memory revealed that the device declared end of life (eol) after experiencing one charge time greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eol was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance.

Manufacturer narrative:
Analysis of the returned product is currently ongoing. This event will be updated upon completion of the analysis.

Manufacturer narrative:
Additional information received from the local sales representative indicated that a device replacement procedure was scheduled for a date in the near future. The device planned to be returned upon explant.

Event description:
--

Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) was at end of life (eol) after approximately 59 months of implant. The monitoring voltage was 2.68 volts and the charge time measurement was 38.4 seconds. A boston scientific crm technical services consultant recommended device replacement. To date, there have been no adverse patient effects reported.